Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an upgrade to biventricular pacemaker. Upon review, the right ventricle lead exhibited high capture threshold. The right ventricle lead was capped and replaced during the upgrade procedure on (B)(6) 2021. No patient consequences.